Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: (fallopian tubes)') and device dislocation ('ectopic essure coil/ / an essure device was found in the omentum') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included gravida ii and parity 2. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation and dysmenorrhoea outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2012. Trailing coils: right- 3 or 4 coils, left- 6 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: (fallopian tubes)') and device dislocation ('ectopic essure coil/ / an essure device was found in the omentum') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included gravida ii and parity 2. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation and dysmenorrhoea outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2012 and (B)(6) 2012. Trailing coils: right- 3 or 4 coils, left- 6 coils. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received. Event added: an essure device was found in the omentum. Reporters information, rcc and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: (fallopian tubes)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation and dysmenorrhoea outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2012 and (B)(6) 2012 most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhea (cramping), she did not undergo confirmation test. Reporter information, events outcome, essure removal date were added. Essure insertion date were updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.